Event description:
It was reported that medfusion pump experienced abnormal circuit board behavior may cause internal clock system failure. There was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. Reset real time clock chip as preventative measure. Updated the device software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record., corrected data: h4: correction: device manufacturing date: 29-apr-2021 h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions